Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) experienced a blood back incident. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). (B)(4). A getinge service territory manager (stm) was dispatched to investigate and replaced the blood detect tubing (p/n 0008-00-0312), the purge assembly (p/n 0104-00-0026), the safety disk (p/n 0997-00-0985-01), and the condensate removal module (p/n 0997-00-0986-01). The stm then completed preventative maintenance (pm) and performed all calibration, functional and safety tests which passed to factory specifications. The iabp was returned to the customer and cleared for clinical service.